Event description:
It was reported that the touchscreen was slow to respond, requiring multiple presses before progressing. There was no reported adverse impact to the customer's blood glucose level. The customer declined further follow up from tandem technical support. No additional information was provided.